Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: the exact device is currently unknown. The common device name was selected based on the available information about the complaint device. D2b - procode: the exact device is currently unknown. The product code was selected based on the available information about the complaint device. E3- occupation: clinic administrator . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that about five 7french central venous catheters cracked at the hub. The customer suggested that the syringes and needleless endcaps are being torqued down too far. As a result, the catheters were removed and replaced. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d - product identified, d1, d4 - rpn. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2024 updating the quantity of catheters cracked at the hub to three. All three instances have occurred within the past six months and have happened in close succession to one another. Overall, the procedures were completed by using a traditional central venous catheter (cvc) placement technique at an unknown insertion site. The catheter was in place for a few days prior to failure and was replaced with a new cvc. The patient did not experience prolonged hospitalization due to the failure.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that about three cook spectrum minocycline/rifampin impregnated triple lumen central venous catheters cracked at the hub. All three instances have occurred within the past six months and have happened in close succession to one another. Overall, the procedures were completed by using a traditional central venous catheter (cvc) placement technique at an unknown insertion site. The catheters were in place for a few days prior to failure and were replaced with a new cvc. The patient did not experience prolonged hospitalization due to the failure. The customer suggested that the syringes and needleless endcaps are being torqued down too far. Reviews of documentation including quality control and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Visual inspection found the white hub and cracked and would leak. The other two hubs were leak tested and no leaks were found. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable¿, packaged with the device contains the following in relation to the reported failure mode: warnings ¿the safe and effective use or central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions ¿catheter should not be used for long-term indwelling applications.¿ based on the available information, examination of the returned product, and the results of the investigation, cook concluded the main cause of failure was a component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. A CAPA was previously open to address the issue of cracked hubs in this product line. The CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.